Event description:
Complainant alleged that the medics were monitoring a pt who was suffering from chest pains, but the device displayed a "check electrodes message and did not display the pt's heart rhythm. The medic's then obtained another device to successfully monitor the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.